Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation in good condition. The customer reported product problem (pump displaying incorrect volume) was not verified. The investigator inspected the pump and found no problem with the volume data. The pump operated as intended. The problem source of the reported product problem was unknown. A root cause was not established. The software was reload as a preventative measure.

Event description:
It was reported that the cadd ms3 pump lost programming. No patient injury or complications were reported in relation to this event.